Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 22 g x 0.75 in. Experienced a hole in the catheter which was noted during use. The following information was provided by the initial reporter: the extension of catheter was with a hole.